Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose level was 445-449 mg/dl. Customer was taken to the emergency room (transportation details were not provided) with high ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, and "zofran for nausea", and was discharged 2 days later with the issue resolved and no permanent damage.